Event description:
Blood glucose read 59 mg/dl at 8:30 am, ate at 11 am and then took 15 units of insulin howeve glucose was not taken at that time. It was reported at 5:45 pm, glucose was 361 mg/dl so another 15 units of insulin ws taken however 15 minutes later at 6:000 pm; blood glucose read 37 mg/dl. Reporter started going to the hospital where was given dietary adjustments however no medical treatment was reportedly received. A request was made for the return of the suspect device and replacement products were sent.